Event description:
A customer reported to beckman coulter, inc. (Bec) that ckmb results of ind* flags and no value were obtained from access 2 immunoassay system for two levels of qc. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event. *ind flag: the result is at either the high or low end of the analyte concentration curve.

Manufacturer narrative:
The customer ran bhcg qc from the same aliquot of qc and obtained passing results. It was determined during troubleshooting with bec customer technical support (cts) that no reagent pack was in the slot designated for the in-use ckmb reagent pack. The customer also located a bhcg reagent pack that was not listed on the system reagent inventory. When this occurs the instrument does not detect either a wrong reagent pack or no reagent pack is present. The cts walked the customer through unloading the packs correctly and instructed the customer to discard them. Use error is the root cause for this event. (B)(4).